Event description:
It was reported to boston scientific corporation that a sensation snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, the device was used to remove five polyps successfully. However, the device failed to transmit current when the user attempted to remove a sixth polyp. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned product found no anomalies. Electrical resistance testing was performed and found the device within manufacturing specifications. The complaint that the device did not perform coagulation was not confirmed. The returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, the device was used to remove five polyps successfully. However, the device failed to transmit current when the user attempted to remove a sixth polyp. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event: no electric current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.